Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the battery could not be charged. There was no patient involvement.

Manufacturer narrative:
Resolution and disposition: the manufacturer's service technician replace the battery to address the finding. The device successfully passed performance specification testing.